Event description:
The catheter balloon would not deflate.

Manufacturer narrative:
It was reported that when attempting to remove the foley catheter, the balloon would not deflate. The surgeon inserted a guidewire to attempt to puncture the balloon and then he cut the catheter. When he did, the catheter was cut too short. The patient underwent a cystoscopy. Utilizing a camera, they determined the balloon was deflated. They then removed the retained piece of the catheter. The account did not provide any additional information. The sample was not returned for evaluation. The balloon integrity is not known. A root cause has not been determined.